Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Also it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.7 smartphone hardware: iphone14.7 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 320 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, feeling lethargic and vomiting. Upon arrival at the hospital emergency room the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient reports the pods cannula was found to be dislodged from the pod infusion site (arm), as well as bent. As treatment, the patient was given medication for nausea and a saline drip. The patient was in the hospital emergency room for 5 hours.